Manufacturer narrative:
There were two (2) occurrences within this complaint. Those occurrences were captured in the following mdrs: 2245270-2022-00022. The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: we received two catheters as a sample. Sample # 1: examination of the returned showed that the catheter was leaking at the junction of the catheter and the fixation wing. The catheter was partly torn out of the fixation wing. The surface of the fracture plane is rough, which is a typical sign for a high tensile load applied to the catheter. We took a photo of the damaged junction with the fixation wing. As the catheter worked well for 16 days, we do not believe this defect is a manufacturing related. Sample # 2 examination of the returned sample showed that the catheter was damaged at its tip which was deformed, partly blocked, and leaking. Microscopic examination showed that the catheter was accidently caught between blister and tyvek (r). The manufacturing team responsible for sterile packaging was informed about this complaint and was asked to be more vigilant in the future. In addition, the customer returned 6 sterile samples from the same batch number. The investigation of these samples did not show any defects. A review of the batch history records was performed, and no deviations were found. The batch complied to its specification and was released. Each catheter is leak and flow tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out with no exceptions found. We received 4 complaints for batch 8078462 and no complaints regarding a sealed/damaged catheter tube on code 4g07126104 within the last three years. The manufacturing team responsible for sterile packaging was informed about this complaint and was asked to be more vigilant in the future. Corrective action: the manufacturing team responsible for sterile packaging was informed about this complaint and was asked to be more vigilant in the future.

Event description:
One of the piccs was leaking right where the line and the hub meets, the second one was never inserted into a patient but was found to have the tip flattened with holes discovered during priming

Manufacturer narrative:
The failed device will be returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending,and will be communicated to FDA within 30 days of its conclusion.

Event description:
One of the piccs was leaking right where the line and the hub meets, the second one was never inserted into a patient but was found to have the tip flattened with holes discovered during priming.